Event description:
The suspect device was used to check the customer's blood glucose. A result of 231 mg/dl was obtained. A few hours later spouse found pt unconscious. Emergency medical technicians were called and they checked pt's glucose and the level was 46 mg/dl. They were treated with glucose. They did not take their meds because they thought the device was wrong. Controls were not used. The device was replaced and requested to be returned for evaluation.